Event description:
It was reported that the patient underwent a tlif at l5-s1. Fifteen days post-op, the patient underwent irrigation and debridement to treat a mrsa staph wound infection at the surgical site. By 30 days post-op, the patient reported that the numbness had improved, but she still reported some pain. The patient had an epidural 50 days post op. An unknown time post-op, a fluid collection was found, and was treated with an I and d, no infection was noted. Four months post-op the patient developed neuropathy with foot drop that resolved. Five months post-op, the patient reported mild foot weakness and mild l5 pain.

Event description:
It is reported that a retrospective study of 49 patients' medical charts, computed tomography (CT) scans, and patient self-assessment disability scores was performed to evaluate minimally invasive transforaminal lumbar interbody fusion (mis tlif) augmented with rh bmp-2. At least 12 months prior to study initiation, all patients had received rhbmp-2 (2.8 ml or 5.6 ml for a single level, 8.0 ml for two levels) as part of their mis tlif procedure. Surgical distraction and endplate preparation had been carried out, after which, morcellized local autograft rolled in an rhbmp-2 soaked acs was placed in the interbody space. This was followed by placing an appropriately sized polyetheretherketone cage filled with autograft and rhbmp-2/acs, with the device and its contents being inserted obliquely into the intervertebral space. Once the interbody discectomy and arthrodesis were completed, pedicle screws and rods were placed at the involved levels. Ap and lateral images were obtained to confirm the position of the graft and hardware. This patient was returned to surgery for superficial irrigation and debridement. In addition, clinically insignificant heterotopic ossification was observed on the tlif/annulotomy side. No other details were mentioned.

Manufacturer narrative:
(B)(4) literature citation: mobasser, et al. Minimally invasive transforaminal lumbar interbody fusion augmented with recombinant human bone morphogenetic protein-2. Tbd cage, pedicle screws and rods. No implant or therapy dates were provided. Product remains implanted. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.